Event description:
This case was reported by a consumer (patient's wife) and described the occurrence of stroke in a male patient who received poligrip extra strength (formulation number (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On 1984, the patient started poligrip extra strength (dental). Approximately 9 years later, on (B)(6) 1993, the patient experienced stroke. The consumer reported that her husband used more than the recommended dose since 1984 (device misuse). She also reported that on an unknown date "a few years ago" he experienced a seizure. This case was assessed as medically serious by (B)(4). The dose of poligrip extra strength was reduced. At the time of reporting, the outcome of the events was unknown. Poligrip extra strength is manufactured in (B)(4). The lot number for this product is available (lot number x09071a). It was unknown if the product will be returned for quality assurance testing. (B)(4).